Event description:
It was reported that the customer received calibration errors and a reading of 98 mg/dl blood glucose from his sensor when his blood glucose was actually at 454 mg/dl. The calibration errors resulted in a change sensor alarm. The customer was advised to wait 15 minutes for calibration to complete before changing blood glucose levels rapidly through either food, bolus, or exercise. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. One of the two sensors failed due to the bent needle at the sensor base. The remaining sensor passed per specification with accurate readings. Also, found the canula was bent. Unable to confirm the customer received sensor in such condition as the customer returned the device opened/used. No sensor serter anomaly found.